Manufacturer narrative:
The repeat done in the other laboratory was performed on an abbott architect analyzer. A definitive root cause could not be determined. The calibration and quality control were ok. It was noted the customer did not consistently use the recommended rack adaptors.

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e601 analyzer. The patient's initial tsh result was 0.076 miu/l accompanied by a data flag. This result was reported outside the laboratory. The patient did not believe the initial result and went to another laboratory to check it. The result was different, about 5 miu/l. The patient complained about the difference and the customer repeated the patient's sample. On (B)(6) 2014, the sample was repeated and the result was 5.54 miu/l accompanied by a data flag. The customer stated that was a repeatable result, and it was also reported outside the laboratory. The customer stated the results came from different reagent packs of the same lot of reagent. There were no adverse events. The reagent lot number was 175157 and the expiration date was 08/31/2014.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.